Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose level was 47 mg/dl. Customer stated that their sensor glucose value went down to 40 mg/dl. Customer was assisted with auto mode feature. Customer stated that they were having issue for months. Customer declined the troubleshooting for low blood glucose level. The device will not be returned for analysis.